Event description:
It was reported the patient felt dizzy and had a heartrate of below 60 bpm. It was also reported the device was interrogated and could not be detected. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. .